Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. Fse confirmed the temperature of the test cups in the carriage and the customer¿s quality control (qc) were out of range. Fse used a fluke meter with a temperature probe to insert into a standardization test cup (std) containing di water and waited for the water to reach the temperature of the incubator. While waiting for the temperature, fse checked the level sensing and was slightly out of range for sample cups and performed a level sense adjustment to accurately measured the 200ml in the sample cup. The potentiometer for the incubated temperature on the sens board was adjusted while monitoring until the temperature reached 37 degrees celsius. The temperature was then verified to ensure stability. Fse could not determine the cause of the reported event. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) through aware date 05aug2025. There were two similar complaints identified during the search period including this case for progesterone (prog iii) and no similar complaints identified for the other assays. The st tes analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The st prog iii analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples shall be assayed according to the local regulations. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of the internal control are run in order to accept the calibration curve. The two levels of controls are also repeated when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe, or detector lamp adjustment or change). After daily maintenance, at least two levels of the control shall be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control value(s) is out of the acceptable range, it is necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the strict regulatory agency under which the laboratory operates. The st pa, analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The st ft4, analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event could not be established.

Event description:
A customer reported ¿out of range high results for biorad level 1 quality control (qc) for testosterone (tes), progesterone (prog iii), prostate-specific antigen (psa), and low out of range for level 3 qc for free thyroxine (ft4) on the aia-360 analyzer. The customer stated the reagent cups were very warm to the touch. After preparing new controls, the error persisted. The samples were sent out to reference lab to avoid delays and the analyzer remains down. The ranges have been compared with biorad & peer established range for the four reagents. Reagents: tes-biorad qc level 1 lot # 1003911 test cup lot# e9124b3 lab result: 173.8 ng/dl peer established range: (82.0 ng/dl - 152 ng/dl) package insert range: (74.1 ng/dl - 138 ng/dl) high out of range. Prog iii-biorad qc level 1 lot # 1003911 test cup lot# ey12935 lab result: 5.36 ng/ml peer established range: (0.83 ng/ml - 1.53 ng/ml) package insert range: (0.850 ng/ml - 1.57 ng/ml) high out of range. Psa-biorad qc level 1 lot # 1003911 test cup lot# e9128c0 lab result: 2.15 ng/ml peer established range: (0.160 ng/ml ¿ 0.300 ng/dl) package insert range: (0.250 ng/ml ¿ 0.460 ng/ml) high out of range. Ft4--biorad qc level 3 lot # 1003913 test cup lot# e917589 lab result: 3.46 ng/dl peer established range: (3.45 ng/dl ¿ 6.41 ng/dl) package insert range: (3.91 ng/dl ¿ 7.25 ng/dl) low out of package insert range, but within peer established range. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.